Event description:
The customer reported that a pt was in a wheelchair with a seat belt sensor that was plugged into an alarm unit. The pt unlatched the seat belt and got up. The alarm did not sound and the pt fell. No pt injury occurred. The customer reported that they tested the seat belt sensor with another alarm unit and the sensor belt sounded when opened. They discovered the alarm had shut off while in use. They tried new batteries and this did not power on the unit.

Manufacturer narrative:
Evaluation: results: inspection of the returned product shows that the units sensors passed testing for alarm function. The tone selector did not work. It should be noted that the chair belt sensor was not returned for evaluation.